Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a guide wire fracture occurred. The 70% stenosed lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion length was 12mm. The lesion was located proximal to a previously placed stent. Vascular access was obtained via the right femoral artery. The patient presented with chest pain and dyspnea. The physician advanced another manufacturer's balloon catheter across the lesion and inflated the balloon to 10 atms and then removed it. Another manufacturer's 2.5mm x 12mm stent was advanced to the lesion and removed with the stent intact. Next, another manufacturer's 2.75mm x 15mm drug eluting stent was advanced, but was removed with the stent intact. Approximately 10 minutes after the balloon was inflated, a total occlusion of the rca distal to the previously placed stent was noted resulting in st-segment elevation myocardial infarction. The physician attempted to rewire the rca and advanced the choice guidewire towards the lesion, however, the tip of the choice became intertwined within the previously placed stent and became stuck under the stent struts. The physician advanced two other guide wires in an attempt to manipulate the choice wire, however, the choice guide wire fractured inside the patient. The physician attempted to remove the detached choice wire fragment but was unsuccessful. An acute dissection was noted extending to the proximal rca. An intra-aortic balloon pump was inserted and the patient was sent for emergency coronary artery bypass grafting (CABG) surgery. The rca appeared bruised ana a poor option for opening and removing the wire. The CABG surgery was successful, however, the detached guide wire fragment could not be retrieved and remains inside the patient. The patient was discharged 6 days post-procedure.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a guide wire fracture occurred. The 70% stenosed lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). The lesion length was 12mm. The lesion was located proximal to a previously placed stent. Vascular access was obtained via the right femoral artery. The patient presented with chest pain and dyspnea. The physician advanced another manufacturer¿s balloon catheter across the lesion and inflated the balloon to 10 atms and then removed it. Another manufacturer¿s 2.5mm x 12mm stent was advanced to the lesion and removed with the stent intact. Next, another manufacturer¿s 2.75mm x 15mm drug eluting stent was advanced, but was removed with the stent intact. Approximately 10 minutes after the balloon was inflated, a total occlusion of the rca distal to the previously placed stent was noted resulting in st-segment elevation myocardial infarction. The physician attempted to rewire the rca and advanced the choice guidewire towards the lesion, however, the tip of the choice became intertwined within the previously placed stent and became stuck under the stent struts. The physician advanced two other guide wires in an attempt to manipulate the choice wire, however, the choice guide wire fractured inside the patient. The physician attempted to remove the detached choice wire fragment but was unsuccessful. An acute dissection was noted extending to the proximal rca. An intra-aortic balloon pump was inserted and the patient was sent for emergency coronary artery bypass grafting (CABG) surgery. The rca appeared bruised and a poor option for opening and removing the wire. The CABG surgery was successful, however, the detached guide wire fragment could not be retrieved and remains inside the patient. The patient was discharged 6 days post-procedure.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was visually examined and kinks were noted at 44cm, 109cm, 118cm, and 144cm proximal from the distal tip. No other damage or anomalies were noted. A dimensional inspection was performed and it was noted that approximately 6.77cm to 11.52cm of the distal end had detached from core wire. An examination of the proximal fracture site using scanning electron microscopy revealed that the core wire ribbon had a noticeable twist or torsional appearance. The fracture surface exhibited elongated dimple ruptures in a tear / shear direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).